Event description:
This lv lead was capped due to pt was not improving with placement in branch of anterior intraventricular vein and new lv lead was placed in cs. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.